Manufacturer narrative:
Additional information: h6 corrected data: h1, corrected data: corrected data h1: type of reportable event.

Event description:
It was reported that a tube, due to the weight of the vent tubing, just bends over and kinks off. Once the kink occurs there is nothing to help keep the tube straight. Medical intervention: tube was propped up with sheet and taped in place. No adverse patient effects were reported.